Event description:
A consumer reported experiencing extreme thirst and frequent urination while receiving normal blood sugar readings. They based their diabetic treatment on these readings. When they experienced blurred vision they took a reading and received a result of 200 mg/dl. They went to the emergency room where a laboratory reading was 703 mg/dl. The consumer was hospitalized for six days. Further investigation revealed that the consumer was using their meter with test strips that expired a year ago and a meter not calibrated to those strips.